Event description:
It was reported by repair work order that the jack could not lower due to a bent jack actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.